Event description:
The customer reported that the system is giving an alert that there is a speaker malfunction. There was no reported adverse event to the patient or user.

Manufacturer narrative:
The remote field tech (rft) preformed diagnostic testing on the device speaker and found that the device speaker was producing audio when performing device testing. The rft proactively replaced the device speaker. The device passed all functional testing. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time.